Event description:
Facility alleges pt complained of nausea shortly after treatment started. This is one of four identical incident between 7/14 and 7/21/95 with dialyzers. In all four incidents the pt was discharged to home without further complications.